Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and the suture was used. During surgery, that the needle broke off from the line. It was reported that the suture broke off from the stitch. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what do you mean by "sutures broke off from the stitch"? That is how the customer described the issue what was the exact issue? Please provide more details. Needle broke off from the line. Could you please clarify if the issue occurred before it was used, during suturing the patient or post op? Please confirm : the customer stated as they went to use it, and it was broken did the patient suffer from any consequence due to the issue? Please provide more details. No information provided by customer. Could you please clarify how many devices belong to the lot number sembsa and how many to the sebkud? No. Device return follow up. Unknown. Attempts are being made to obtain the following information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via 2210968-2022-06926, 2210968-2022-06927, and 2210968-2022-06929.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/3/2022 h6 component code: g07002 no device returned additional information: h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via 2210968-2022-06926, 2210968-2022-06927, 2210968-2022-06928, and 2210968-2022-06929.